Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one week post implant, high thresholds and intermittent loss of capture of the right ventricular (rv) lead were observed and the patient was in intermittent heart block. It was determined a micro dislodgement of the lead occurred. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.